Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the large suturecut needle driver instrument had a broken wire. The procedure was completed. The patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to confirm that there was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigation confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The broken cable caused the tips to not open or close properly. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The broken grip cable is causing the dislodged at the proximal end.

Event description:
Refer to h10/h11 for follow-up information.